Event description:
A balloon developed a pin hole leak on the first inflation at approx. 10 atmospheres during an iliac angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complication. The device was received, evaluated and retained by this MFR. The shaft under the balloon was corkscrewed. Microscopic examination revealed a pin hole leak 16 mm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over-pressurization or use in a calcified lesion. This device displayed characteristics consistent with over-pressurization, a corkscrewed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surface. Therefore, co believes these factors contributed to this event and does not attribute it to the device.